Event description:
A (B)(6) male patient underwent aaa repair with left approach. The patient was suitable for endovascular repair and the procedure was conducted as labeled. When the physician attempted to withdraw the entire top cap and grey positioner, these were caught on something. They were withdrawn forcibly to continue the procedure. There has been no patient outcome reported.

Manufacturer narrative:
(B)(4) - no consequences to the patient were reported. (B)(4). Event evaluation: still under investigation.